Event description:
Large chunks of the eye spear fell off while using spear to clear pt's eye.

Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation.